Manufacturer narrative:
Review of manufacturing records was performed. Review and confirmation of manufacturing records was performed. No anomalies were found. Device is part of several implanted components that comprise a pacing system. We are unable to determine if the subject device contributed to the event. A portion of the device was returned to (B)(4). However, during decontamination of the device, the lead was misplaced and is unable to be found. The manufacturing records for the device were reviewed and there were no anomalies.

Event description:
Boston scientific received info that this lead was explanted due to pt infection.